Event description:
Fractured locators. Dr. (B)(6) emailed a representative regarding issues with a fixed denture. During this time, two locator® abutments fractured. The case had a slightly long cantilever, which could place lateral forces on the denture and potentially cause fractures in certain parts. It is unclear if the abutments will be returned, but the dentist is requesting credit, as he is not yet sure which implants will be placed in the patient's mouth.

Event description:
Fractured locators. Dr. (B)(6), emailed a rep regarding issues with a fixed denture. During this time, two locator® abutments fractured. The case had a slightly long cantilever, which could place lateral forces on the denture and potentially cause fractures in certain parts. It is unclear if the abutments will be returned, but the dentist is requesting credit, as he is not yet sure which implants will be placed in the patient's mouth.